Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), pancreatic failure ("pancreatic insufficiency") and blastocystis infection ("parasite infection- blastocystis hominis parasite") in a 55-year-old female patient who had essure (batch no. L2843- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and endometrial ablation". The patient's past medical history included parathyroid gland excision, c-section, tonsillectomy, uvulectomy, uterine dilation and curettage, polypectomy and colonoscopy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypercalcemia, vitamin d deficiency, menometrorrhagia, endometrial polyp, vaginal discharge, ovarian cystectomy, gastroesophageal reflux disease, uterine leiomyoma and gallbladder polyp. Concomitant products included metformin, omeprazole and progesterone. In 2009, the patient experienced abdominal distension ("severe bloating/ bloating"), abdominal pain ("abdominal pain"), dizziness ("after eating certain foods-fall") and eructation ("severe eructation after eating some foods"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("intermittent dysuria/pain, burning during urination") and urinary tract infection ("recurrent urinary tract infections/ utis / recurrnt utis"). In (B)(6) 2009, the patient experienced syncope ("episode of syncope"), food intolerance ("food intolerances"), food allergy ("hypersensitivity to foods - high nickel foods, gluten and wheat, dairy, corn, peanuts, sesame, soy"), rash ("rashes/ unexplained rashes on face, chest, neck"), nasal congestion ("nasal congestion"), cough ("cough") and flatulence ("gas"). In 2012, the patient experienced fatigue ("fatigue"), sleep disorder ("sleep disturbances") and depression ("depression"). In september 2012, the patient experienced anxiety ("anxiety") and palpitations ("heart palpitations"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2017, the patient experienced eczema ("eczema on face and neck") and the first episode of dermatitis contact ("reactions to nickel in piercings/ reactions to nickel/ stainless steel/ metal jewelry would become swollen and full of pus"). In (B)(6) 2017, the patient experienced pancreatic failure (seriousness criterion medically significant), blastocystis infection (seriousness criterion medically significant), gastrointestinal bacterial overgrowth ("sibo") and dyspepsia ("problems with digestion"). On (B)(6) 2017, 8 years 4 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced enteritis ("inflammation/ inflammation found in my small intestine"), rash papular ("itchy bumps on my chest"), skin exfoliation ("redness, flakiness on my nose"), constipation ("constipation"), somatic symptom disorder ("psychological pain"), chest pain ("chest pain"), abdominal pain upper ("epigastric pain"), the second episode of dermatitis contact ("contact dermatitis") and pruritus generalised ("general itchiness on my whole body"). The patient was treated with ciprofloxacin, co-trimoxazole (bactrim), nitazoxanide and surgery (mini-lap supracervical hysterectomy, essure removal, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and anxiety was resolving, the pancreatic failure, blastocystis infection, endometriosis, uterine leiomyoma, syncope, irritable bowel syndrome, abdominal distension, abdominal pain, dizziness, eructation, food intolerance, food allergy, rash, nasal congestion, cough, flatulence, gastrointestinal bacterial overgrowth, fatigue, dyspepsia, sleep disorder, depression, enteritis, constipation, somatic symptom disorder, chest pain, abdominal pain upper and the last episode of dermatitis contact outcome was unknown and the dysuria, urinary tract infection, eczema, palpitations, rash papular, skin exfoliation and pruritus generalised had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, blastocystis infection, chest pain, constipation, cough, depression, dizziness, dyspepsia, dysuria, eczema, endometriosis, enteritis, eructation, fatigue, flatulence, food allergy, food intolerance, gastrointestinal bacterial overgrowth, irritable bowel syndrome, nasal congestion, palpitations, pancreatic failure, pelvic pain, pruritus generalised, rash, rash papular, skin exfoliation, sleep disorder, somatic symptom disorder, syncope, urinary tract infection, uterine leiomyoma, the first episode of dermatitis contact and the second episode of dermatitis contact to be related to essure. The reporter commented: food intolerances and hypersensitivity to foods - high nickel foods, gluten and wheat, dairy, corn, peanuts, sesame, soy causing rashes. Removal details (as per mr):date of operation : (B)(6) 2018. Cystoscopy, laparoscopic supracervical hysterectomy, right salpingectomy, enterolysis, mini ¿laparotomy, essure removal x2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of fallopian tubes skin test - on (B)(6) 2017: negative for nickel allergy ultrasound abdomen - on (B)(6) 2015: gallbladder polyposis; on (B)(6) 2017: essure devices in the expected position; on (B)(6) 2018: fibroids noted concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chest pain, dyspepsia, uti, constipation, upper abdominal pain, blastocystis hominies, pelvic pain. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), pancreatic failure ("pancreatic insufficiency") and blastocystis infection ("parasite infection- blastocystis hominis parasite") in a (B)(6) female patient who had essure (batch no. L2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and endometrial ablation". The patient's past medical history included parathyroid gland excision, c-section, tonsillectomy, uvulectomy, uterine dilation and curettage, polypectomy and colonoscopy. Previously administered products included for an unreported indication: mirena . Concurrent conditions included hypercalcemia, vitamin d deficiency, menometrorrhagia, endometrial polyp, vaginal discharge, ovarian cystectomy, gastroesophageal reflux disease, uterine leiomyoma and gallbladder polyp. Concomitant products included metformin, omeprazole and progesterone. In 2009, the patient experienced abdominal distension ("severe bloating/ bloating"), abdominal pain ("abdominal pain"), dizziness ("after eating certain foods-fall") and eructation ("severe eructation after eating some foods"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("intermittent dysuria/pain, burning during urination") and urinary tract infection ("recurrent urinary tract infections/ utis / recurrent utis"). In (B)(6) 2009, the patient experienced syncope ("episode of syncope"), food intolerance ("food intolerances"), food allergy ("hypersensitivity to foods - high nickel foods, gluten and wheat, dairy, corn, peanuts, sesame, soy"), rash ("rashes/ unexplained rashes on face, chest, neck"), nasal congestion ("nasal congestion"), cough ("cough") and flatulence ("gas"). In 2012, the patient experienced fatigue ("fatigue"), sleep disorder ("sleep disturbances") and depression ("depression"). In (B)(6) 2012, the patient experienced anxiety ("anxiety") and palpitations ("heart palpitations"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2017, the patient experienced eczema ("eczema on face and neck") and allergy to metals ("reactions to nickel in piercings/ reactions to nickel/ stainless steel/ metal jewelry would become swollen and full of pus"). In (B)(6) 2017, the patient experienced pancreatic failure (seriousness criterion medically significant), blastocystis infection (seriousness criterion medically significant), gastrointestinal bacterial overgrowth ("sibo") and dyspepsia ("problems with digestion"). On (B)(6) 2017, 8 years 4 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced enteritis ("inflammation/ inflammation found in my small intestine"), rash papular ("itchy bumps on my chest"), skin exfoliation ("redness, flakiness on my nose"), constipation ("constipation"), somatic symptom disorder ("psychological pain"), chest pain ("chest pain"), abdominal pain upper ("epigastric pain"), dermatitis contact ("contact dermatitis") and pruritus generalised ("general itchiness on my whole body"). The patient was treated with ciprofloxacin, co-trimoxazole (bactrim), nitazoxanide and surgery (mini-lap supracervical hysterectomy, essure removal, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and anxiety was resolving, the pancreatic failure, blastocystis infection, endometriosis, uterine leiomyoma, syncope, irritable bowel syndrome, abdominal distension, abdominal pain, dizziness, eructation, food intolerance, food allergy, rash, nasal congestion, cough, flatulence, allergy to metals, gastrointestinal bacterial overgrowth, fatigue, dyspepsia, sleep disorder, depression, enteritis, constipation, somatic symptom disorder, chest pain, abdominal pain upper and dermatitis contact outcome was unknown and the dysuria, urinary tract infection, eczema, palpitations, rash papular, skin exfoliation and pruritus generalised had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, anxiety, blastocystis infection, chest pain, constipation, cough, depression, dermatitis contact, dizziness, dyspepsia, dysuria, eczema, endometriosis, enteritis, eructation, fatigue, flatulence, food allergy, food intolerance, gastrointestinal bacterial overgrowth, irritable bowel syndrome, nasal congestion, palpitations, pancreatic failure, pelvic pain, pruritus generalised, rash, rash papular, skin exfoliation, sleep disorder, somatic symptom disorder, syncope, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: food intolerances and hypersensitivity to foods - high nickel foods, gluten and wheat, dairy, corn, peanuts, sesame, soy ¿ causing rashes. Removal details (as per mr):date of operation : (B)(6) 2018. Cystoscopy, laparoscopic supracervical. Hysterectomy, right salpingectomy, enterolysis, mini ¿laparotomy, essure removal x2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of fallopian tubes. Skin test - on (B)(6) 2017: negative for nickel allergy. Ultrasound abdomen - on (B)(6) 2015: gallbladder polyposis; on (B)(6) 2017: essure devices in the expected position; on (B)(6) 2018: fibroids noted . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chest pain, dyspepsia, uti, constipation, upper abdominal pain, blastocystis hominies, pelvic pain. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and medical record received. Product indication, explanted date added. Lot no. Received. Event severe and permanent injuries updated to: endometriosis, fibroids, dysuria, urinary tract infections with severe and persistent pelvic pain, episode of syncope, irritable bowel syndrome, severe bloating, abdominal pain, fall, severe eructation, food intolerances and hypersensitivity to foods, rashes, nasal congestion, cough, gas, eczema on face and neck, reactions to nickel in piercings, pancreatic insufficiency, problems with digestion, sibo, psychological pain, parasite infection- blastocystis hominis parasite, fatigue, sleep disturbances, depression, anxiety, heart palpitations, inflammation found in my small intestine, itchy bumps on my chest, epigastric pain, chest pain, general itchiness on my whole body, contact dermatitis, essure placement and endometrial ablation, constipation, psychological pain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.